Event description:
It was reported the pt's ipg was positioned superficially, and she was having difficulty charging. F/u identified the physician replaced the ipg and positioned the pocket site for comfort.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.